Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received..

Manufacturer narrative:
(B)(4). The device passed the homechoice rite functional and electrical tests meeting performance specifications. The cause of the increased intra-peritoneal volume (iipv) identified in the device logs was undetermined. A service review revealed the device passed all required tests and calibrations prior to its release and no issues were identified that may have contributed to the issues of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician identified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 1. The ultrafiltration volume was 2474 ml. This event meets overfill criteria